Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found with missing screws. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be missing screws. The device was returned unrepaired. If any additional information is received, a follow up MDR will be sent.